Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The balloon was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.